Event description:
Reporter indicated she was having increased depression possibly due to her vns settings not being high enough. The reporter did not have a current vns managing health professional, and names of four vns practitioners were provided for possible follow up. Attempts to the referred providers revealed the reporter has not contacted their offices to date.